Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: on investigation, the alleged scratched display issue was verified. Multiple scratches were found on the display lens. The pump powered up to the display screen with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the verify screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).